Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis, anticoagulant reversal, and auto-transfusion of pericardial fluid. During ablation phase, a tamponade occurred. A pericardiocentesis was performed and yielded an unspecified amount of fluid. Anticoagulant was reversed and pericardial fluid was processed through a cell saver and auto-transfused. Patient was monitored for possible need for surgical intervention. Patient required extended hospitalization as a result of the adverse event for stabilization and further monitoring. Patient fully recovered with no residual effects and has been discharged from the hospital. Adverse event was considered to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was a procedural complication. Transseptal puncture was performed with a standard brockenbrough needle. There is no sheath information. Generator settings included power control mode at 30 watts (not titrated) and temperature of 45°c. It was noted that the time of injury is unknown. Overall ablation time was 13 minutes and 26 seconds. Last ablation cycle time was 3 minutes and 33 seconds. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 250-300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.